Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer alleged that the pump was not delivering insulin as it should. Reportedly, the customer experienced elevated blood glucose (bg) levels, which was addressed with a bolus. Reportedly, the customer enters false bg values into the pump to increase the recommended bolus size. The customer acknowledged inputting false values onto the pump; however, was unable to provide specific bg values. Recommendation was made to program the actual bg values, and the customer was educated by tandem technical support on how to override the recommended bolus amount should the customer feel it would be necessary. At the time of the reported event, the customer's bg level was 119 mg/dl.